Event description:
This pt experienced pain, vertigo, and tinnitus, since sustaining a severe blow to the implanted side of their head in march of this year. In addition, pt has been unable to hear with their cochlear implant, despite normal device-integrity test results. The implant will be explanted and replaced in 2004.